Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, and heart failure. Complications reported included death, heart failure, mitral insufficiency/regurgitation, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation (tr). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: impact of maintaining mild mitral regurgitation beyond one year after mitral transcatheter edge-to-edge repair. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of maintaining mild mitral regurgitation beyond one year after mitral transcatheter edge-to-edge repair", was reviewed. This research article is a prospective multi-center experience to evaluate the incidence, predictive factors, and clinical course of residual mitral regurgitation (mr) worsening at one year postoperatively and to stratify the functional mitral regurgitation (fmr and degenerative mitral regurgitation (dmr) patients following mitral-transcatheter edge-to-edge repair (m-teer). The device included in this study was mitraclip. The article concluded that maintaining mr within mild at one-year post-m-teer is associated with favorable cardiac reverse modeling and improved clinical prognosis. [The primary and corresponding author was masanori yamamoto, department of cardiology, gifu heart center, gifu, japan, japan, with corresponding e-mail: masa-nori@nms.ac.jp.] This study included patients who achieved mild mr at discharge following m-teer from 01 april 2018 to 30 june 2023. A total of 1,865 patients were included in the study, of which all received an abbott device. The average age for the stable mitral regurgitation (mr) group was 78.2 years. The average age of the worsening mr group was 78.6 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, chronic obstructive pulmonary disease, coronary artery disease, atrial fibrillation, and heart failure.